Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("chronic abdominal pain"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("painful intercourse"), facial paralysis ("bells palsy") and eye movement disorder ("eye twitching"). The patient was treated with surgery (essure was removed on (B)(6) 2016 and hysterectomy on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, back pain, alopecia, abdominal pain, amnesia, depression, anxiety, dizziness, migraine, fatigue and eye movement disorder outcome was unknown and the facial paralysis had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anaemia, anxiety, back pain, depression, dizziness, dyspareunia, eye movement disorder, facial paralysis, fatigue, migraine, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Patient underwent hysterectomy after removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("chronic abdominal pain"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency"), dyspareunia ("painful intercourse"), facial paralysis ("bells palsy") and eye movement disorder ("eye twitching"). The patient was treated with surgery (essure was removed on (B)(6)2016 and hysterectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pelvic discomfort, back pain, alopecia, abdominal pain, amnesia, depression, anxiety, dizziness, migraine, fatigue and eye movement disorder outcome was unknown and the facial paralysis had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anaemia, anxiety, back pain, depression, dizziness, dyspareunia, eye movement disorder, facial paralysis, fatigue, migraine, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Patient underwent hysterectomy after removal of essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case: new events bell's palsy and eye twitching were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("chronic abdominal pain"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), anaemia ("anemia"), vitamin d deficiency ("vitamin d deficiency") and dyspareunia ("painful intercourse"). The patient was treated with surgery (essure was removed on (B)(6) 2016 and hysterectomy on 23-feb-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, back pain, alopecia, abdominal pain, amnesia, depression, anxiety, dizziness, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anaemia, anxiety, back pain, depression, dizziness, dyspareunia, fatigue, migraine, pelvic discomfort, pelvic pain and vitamin d deficiency to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Patient underwent hysterectomy after removal of essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media. Events were added (anemia, vitamin d deficiency, painful intercourse). Event 'abdominal pain' was changed to 'chronic abdominal pain'. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain /chronic pelvic pain, amongst non-serious events. Plaintiff underwent a surgery to remove the coils almost eight years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), dizziness ("dizziness"), migraine ("migraine headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (essure was removed on (B)(6) 2016). At the time of the report, the pelvic pain, pelvic discomfort, back pain, alopecia, abdominal pain, amnesia, depression, anxiety, dizziness, migraine and fatigue outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, back pain, alopecia, abdominal pain, amnesia, depression, anxiety, dizziness, migraine and fatigue to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced increasingly severe pain /chronic pelvic pain, amongst non-serious events. Plaintiff underwent a surgery to remove the coils almost eight years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.